Event description:
The customer reported biased phyt results on multiple cap proficiency samples on the vitros 950 system. Biased results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.